Event description:
The user received questionable ft4 (free thyroxine) results for approximately 600 patient samples. The samples were repeated and the results differed as much as 50% from the initial result. The user declined to provide specific patient data. The initial results were not reported outside the laboratory and the patients were not adversely affected. The ft4 reagent lot number was 15767701. The field service representative determined there was a clogged flow path causing a fluidics failure. He ran a liquid flow path clean procedure. The user verified the analyzer operation by running quality control with results within specification.